Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient complained that she lost efficacy on her right side of her body. After interrogating her system, it revealed that she had an open circuit (26,500 ohms) on contact 0. Patient is programmed on contact 0 as her active contact which explains her loss of therapy. Contact 3 had impedances of 2,429 as well. She is programmed with 0- and 2 +.  Doctor tested her brain lead to with screening cable to determine the source of the open circuit. The lead tested in normal range so  the doctor opted to replace the patient's extension. After the extension was replaced, contact 0 returned to normal impedances at 1,190 . Contact 3 read at 5,096 ohms.  Doctor did not want to risk damaging the brain electrode since is was implanted in 2002 so he closed his incision. Patient's therapeutic impedances are now at 1,678 ohms with 3.4 ma . Cause is unknown. Patient did not fall but extension is 15 years old and she suffers from cervical dystonia.  Event is now resolved.